Event description:
Customer reportedly obtained results of 214 mg/dl and 216 mg/dl on the advantage system while a professional device produced a result of 34 mg/dl. Customer received a glucose injection and an IV of unk contents at the hospital. Requested return of suspect system and replacement was sent.